Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 540 mg/dl and moderate ketones. Customer was treated with intravenous fluids and insulin, and customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred. The customer reverted to manual injections for continued insulin therapy.